Event description:
Per the clinic, the patient experienced infection at the implant site and subsequently, was treated with oral antibiotics (date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on june 07, 2024.